Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised due to pain and cup loosening. Update rec¿d (B)(6) 2014 - litigation received. Litigation alleges femoral neck fracture, severe rash, elevated metal ion levels, metallosis, and corrosion. Litigation also alleges upon revision that brown tannish synovium was found. The femoral head, adapter sleeve, and femoral stem are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases found no other reports against the provided product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.